Event description:
During a lap radical prostectomy, the staples look like they were bent outwards rather than in to form the "b" shape. Used a suture tie to complete the case. No patient consequence.